Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed. During the investigation, it was determined that 6 of the 10 batteries were installed in the device backwards. Once the batteries were properly installed, the device powered up. This report has been attributed to user error. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.